Event description:
It was reported by a medical technician that the physiological monitor tram assembly fell from the support arm to the floor as a result of a failure of the gcx molded swivel cup attachment.manufacturer response: the product was purchased through ge who in turn purchased it from gcx. Ge came to the hospital and inspected the device and the typical environmental setting of a device currently in use in another patient room. The device part that failed was a component of a gcx sub-assembly. This is approximately the 3rd failure of this type device in last several years.